Event description:
Infuse 57.5gm (575ml] intravenously daily for 2 days every 4 weeks- spontaneous communication from (B)(6), rn. Reported an error alert on curlin pump set not installed. Pharmacist helped to trouble shoot from the online pump manual. She replaced the tubing then got a down occlusion error. Unfortunately, the IV site was starting to leak so she was going to resolve the leak then will call back if needed for the pump. No reports of missed doses or adverse events. No further information provided. Did the reported product fault occur while in use with the pt? Yes; is the actual device available for investigation? Na; did we replace the device? No; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by health professional.